Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5-s1 due to lumbar canal stenosis. Intra-op, after the cage was inserted and rotated, the physician removed the inserter to check, and it was found that the cage was rotated too much. Then, while trying to rotate the cage back, the cage could not be gripped with the inserter again. The cage was then removed with a hospital owned instrument; and it was found that the threaded part of the cage was stripped. Hence, a new cage was inserted in its place. There was a delay of less than 60 minutes due to this event. No patient complications were reported. Doctor admitted his mistake for having the cage over-inserted forcibly in a place where the intervertebral disc space was narrow.